Event description:
International affiliate reports the clamp bolt was found to be missing from the vest when the package was opened. The package for another vest was opened and the bolt from that vest was used. It was reported that surgery had been performed on the patient but there were no report of any adverse consequences as a result of being unable to locate the bolt. However, there was a delay of 120 minutes in applying the vest as the customer attempted to locate the original clamp bolt. As a result of the significant delay, a medwatch report is being filed to document this event.

Manufacturer narrative:
The vest is not available for evaluation as the customer opened another package and used its bolt. Review of the device history record found no discrepancies. Complaint trend analysis found no other complaints were reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. No trends were noted. No definitive conclusions can be made. However, it is possible that the bolt loosened in transit and fell to the bottom of the bag containing the vest. Vest was used with another bolt.